Manufacturer narrative:
Per visual inspection: cracked cartridge holder and inpen front shell does not stay attached. Cartridge holder locks in-place. Inpen paired to the commercial app. Inpen received with leadscrew 3/4 of travel. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew anomaly. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked and broken. Performed dialing alignment inspection. No misalignment of the dial was noted. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions and sticky fluid on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery, therefore, leadscrew anomaly was confirmed. Inpen received with cartridge holder being cracked. Therefore, the customer concern of cartridge holder being cracked was confirmed. However, no difficult to dial/dose could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the cartridge holder was cracked. Troubleshooting was performed. The customer reported that dose knob/dial was difficult to turn on and the additional resistance experience required when turning dose knob was greater than 4 units. It was unknown the customer will discontinue the use of the device. The inpen will be returned for analysis.